Event description:
Patient was implanted on the right side and underwent a revision surgery due to metallosis. There was severe metallosis and neck wear of the prosthetic stem. The head and the cup were removed and replaced. During the surgery tissue was taken for histological examination with the result of fibrin-haemorrhagic arthro-synovitis, with prosthetic metallosis.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D10: medical products: cup hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2019. Additional information was received on jun 30, 2021. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Review of event description: it was reported that the patient was implanted with an unknown mom cup & large diameter head on (B)(6) 2009 and underwent revision on (B)(6) 2019 due to metallosis. Review of received data: due diligence: no further ""due diligence"" required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: the DHR check could not be performed as the lot numbers were not available. Conclusion: it was reported that the patient was implanted with an unknown mom cup & large diameter head on (B)(6) 2009 and underwent revision on (B)(6) 2019 due to metallosis. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to metallosis.